Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, the user reported that a piece of the insulin cartridge broke inside the ilet after dropping it in the restroom. The agent advised attempting to remove the broken piece using tweezers and performing a rewind to determine if the pump was still functional. The user was unable to remove the piece and planned to have their husband assist. They will call back if further help is needed. Blood glucose (bg) was unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.